Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03664 pertains to the first axios device and manufacturer report # 3005099803-2016-03665 pertains to the second axios device. It was reported to boston scientific corporation that two hot axios stents were used during an endoscopic ultrasound (eus) procedure on (B)(6) 2016. The axios stent was to be implanted transduodenally to the patient's common bile duct (cbd) to drain the patient¿s 2.35 cm dilated cbd. Reportedly, the patient had a pancreatic mass, gastric outlet obstruction at the duodenal bulb, and was suffering from jaundice. According to the complainant, during the procedure, a puncture was made through the duodenum and into the cbd to create the tract for the first hot axios stent (captured by this report). During attempted deployment of this stent, the first flange of the stent failed to deploy. The device was removed and a second axios stent and delivery system was introduced into the patient. A second puncture was then made from the duodenum into the cbd for deployment of the second hot axios stent (captured by manufacturer report # 3005099803-2016-03665). However, during attempted deployment of this stent, the handle broke and the first flange failed to deploy. The physician then closed both puncture sites with hemostatic clips. The patient was then sent to interventional radiology (ir), where a percutaneous biliary drain was placed to prevent any bile leakage at the clipped puncture sites and to treat the patient¿s underlying condition. There were no further patient complications reported as a result of this event. The patient¿s condition was reported to be stable. Note: the axios stent was implanted transduodenally to the common bile duct; however the axios stent and delivery system is not indicated for placement in the common bile duct in the us.

Manufacturer narrative:
Investigation results: a fully-deployed hot axios delivery system was returned for evaluation. The stent was not returned. The polyimide inner shaft was kinked just past the distal end of the fully-retracted outer sheath. There were no other issues with the device. Based on the condition of the returned device, the reported event that the handle broke and the stent failed to deploy could not be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used in a manner inconsistent the directions for use (dfu) / product label as the axios stent and delivery system are not indicated for use in the common bile duct in the united states.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03664 pertains to the first axios device and manufacturer report # 3005099803-2016-03665 pertains to the second axios device. It was reported to boston scientific corporation that two hot axios stents were used during an endoscopic ultrasound (eus) procedure on (B)(6) 2016. The axios stent was to be implanted transduodenally to the patient's common bile duct (cbd) to drain the patient¿s 2.35 cm dilated cbd. Reportedly, the patient had a pancreatic mass, gastric outlet obstruction at the duodenal bulb, and was suffering from jaundice. According to the complainant, during the procedure, a puncture was made through the duodenum and into the cbd to create the tract for the first hot axios stent (captured by manufacturer report # 3005099803-2016-03664). During attempted deployment of this stent, the first flange of the stent failed to deploy. The device was removed and a second axios stent and delivery system was introduced into the patient. A second puncture was then made from the duodenum into the cbd for deployment of the second hot axios stent (captured by manufacturer report # 3005099803-2016-03665). However, during attempted deployment of this stent, the handle broke and the first flange failed to deploy. The physician then closed both puncture sites with hemostatic clips. The patient was then sent to interventional radiology (ir), where a percutaneous biliary drain was placed to prevent any bile leakage at the clipped puncture sites and to treat the patient¿s underlying condition. There were no further patient complications reported as a result of this event. The patient¿s condition was reported to be stable. Note: the axios stent was implanted transduodenally to the common bile duct; however the axios stent and delivery system is not indicated for placement in the common bile duct in the us.